Event description:
It was reported that during implant of the left ventricular (lv) lead the lead was opened and not used due to physician preference and patient's anatomy for a more optimal target vein. The lv lead was not used and was replaced with another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood/body fluid on the outer tubing overlay and there was blood in/on the lobe mechanism.